Manufacturer narrative:
As reported, the deployment button of a 6f/7f mynx control vascular closure device (vcd) would not depress and felt locked or stuck. The device and sheath were removed, and manual compression was needed to close the artery. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿button #1-frozen/locked¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f/7f mynx control vascular closure device (vcd) would not depress and felt locked or stuck. The device and sheath were removed, and manual compression was needed to close the artery. There was no reported patient injury. The device will be returned for evaluation.